Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, one day post-implant, loss of capture was noted on this right ventricular (rv) lead. A lead revision was performed with satisfactory numbers, but upon pocket closure, tamponade occurred. Pericardiocentesis was performed and the patient stabilized. Lead perforation was suspected but could not be confirmed visually. No additional adverse patient effects were reported. This lead remains in service.